Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using a tandem mobi insulin pump. On (B)(6) 2026, the cgm alerted the patient of a low glucose value and displayed a reading of 50 mg/dl. In response, the patient consumed a soda and additional carbohydrates; however, the cgm continued to display values in the 50-60 mg/dl range. Due to persistent low readings and worsening symptoms, including heart palpitations, malaise, and vomiting, the patient¿s daughter transported her to the emergency room (ER). No fingerstick blood glucose (fsbg) measurements or additional treatment were administered prior to transport. Upon arrival at the ER, the cgm displayed a value of 53 mg/dl, while a fingerstick bg measurement was 380 mg/dl. A laboratory blood draw indicated a glucose level of 412 mg/dl. The patient¿s sensor and insulin pump were removed. She was treated with insulin, although the route of administration (injection versus intravenous) could not be recalled. The patient was admitted and received insulin therapy during her stay. The patient was discharged on (B)(6) 2026 (more than 24 hours). At the time of reporting, the patient indicated she was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0629 palpitations/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.